Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the calcified renal artery. A 4.0mmx19mmx90cm express sd renal/biliary stent was advanced for treatment. However, during procedure, the stent was detached from the balloon. The device was removed by pulling it out on the catheter, and the procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an express sd balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the stent has been pulled over the tip of the device. The middle of the stent is flattened and there is a kink to the shaft 78.9cm from the hub. Microscopic examination revealed no additional damages. The balloon is still tightly folded and there are still crimp marks on the balloon.inspection of the remainder of the device presented no damage or irregularities.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the calcified renal artery. A 4.0mmx19mmx90cm express sd renal/biliary stent was advanced for treatment. However, during procedure, the stent was detached from the balloon. The device was removed by pulling it out on the catheter, and the procedure was completed with a different device. There were no patient complications reported.